Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: a component failure of the universal cable and failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video image of the laparoscope was not displaying. The issue occurred during therapeutic laparoscopic cholecystectomy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.